Event description:
It was reported the atrial lead was not sensing properly. Patient's rate dropped considerably with exercise. Initial impedance was 557 ohms and now 463 at interrogation. The lead was replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.